Manufacturer narrative:
Approximate age of device ~ 4 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2014. It was reported through patient outcome that the patient was expired due septic shock. No autopsy was performed and the device was not explanted. Additional information was requested but was not provided. No further information was provided.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection, sepsis and death are listed as adverse events in the heartmate 2 instructions for use (IFU) that may be associated with the use of the heartmate 2 lvas. The IFU provides further information related to infection. The manufacturer is closing the file on this event.